Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over for multiple pxyis in emergency room (ER). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over for multiple pxyis in emergency room (ER). A technical support specialist (tss) dialed into the server, obtained identifiers (visit ID/fin ID/order ID/mrn), checked communication between carefusion coordination engine (cce) and the server, reviewed health site viewer (hsv) for errors, restarted the external messaging service on the application server, deployed utility packages in the ccs interface, compared created local date time with server time, and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.